Manufacturer narrative:
Actual device involved incident was evaluated. Note: the reported complaint was confirmed. The root cause was attributed to component failures.

Event description:
During routine testing of the device at the service center, the quality engineer reported that the front bezel was damaged. Since the event occurred during routine testing, there was no patient involvement during this event.